Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8703w, lot# l37137, implanted: 1995 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 5/29/2014 information was received from an hcp indicating that the device remained in place and was delivering normal saline in hopes of shrinking the granuloma. On 6/10/2014 information was received from the patient indicating that they had been in the hospital for one week in the end of (B)(6). They got out of the hospital around (B)(6). They went to the hospital because they could not walk, could not control their bowels, and they had urinary incontinence. The patient was diagnosed with a granuloma at that hospital stay.

Event description:
An inflammatory mass was reported. The patient was is in the health care provider (hcp) clinic for a refill on the date of the report. The alarm was scheduled to sound today. The reporter stated, the patient had refused a refill last week, and the patient felt that their home health IV that had been refilling the pump was giving them ¿false¿ medication. The patient did not feel the medication was accurate and wanted the medication tested. The patient had a granuloma and they had been weaning the patient's dose. The hcp planned on refilling the pump with saline on the date of the report. The granuloma was discovered within the last month, the reporter noted it was in approximately (B)(6) noting 2014 (B)(6); however, was not certain. The pump system was being used to deliver saline and had been used to deliver dilaudid.